Event description:
Phone call to facility revealed that a resident had been transferred using a sabine pt lift, when her knees buckled and she started to slide out of the safetyvest to the floor. She was caught by caregivers and lowered to the floor. No injury reported. Administrator was unsure when this alleged incident occurred and could not provide serial # of lift involved.